Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: max zero nfc complaint has been placed by an anaesthetist about the device leaking. Additional information received from the customer: can you confirm is there any patient impacted? No. In the pir form that "serious injury" captured as "unknown". Could you please confirm if any of this patient was impacted or serious injury happened? No. Are there any potential erroneous results? It was mentioned in pir was unknown. No kindly confirm due to erroneous results any patient injury happened. No. What course of treatment changed due to event? It was mentioned in pir was unknown. Nil as per pir, exposure to blood/bodily fluid - "unknown" please confirm patient had any harm/injury? Nil. Kindly specify the intervention performed: nfc was removed. In the pir, ¿other actions taken¿ is marked as ¿unknown.¿ could you please explain what these other actions are? Nfc was removed. Are there any safety issue taken. It was mentioned in pir was unknown. No. Was there any needle/probe stick injury. It was mentioned in pir was unknown. No. Please confirm the exact location of the leakage. - at the base of the nfc. Please confirm if the leakage was identified during priming or during infusion? If during infusion, how long into the infusion? ¿ during infusion. Please confirm what was being infused. ¿ normal saline. How was the leakage discovered? ¿ visually observed. Please confirm the make and the model of the connecting product. ¿ max zero mz1000. Please confirm the lot number of the affected product. - unknown. Please confirm if the component had been disinfected prior to connection. If yes, please confirm which reagent had been used. - no. Please provide details of the storage conditions prior to use i.e., where are the products stored? Is the area temperature controlled? ¿ on storage shelves. Please confirm if there is any visible damage observed with the product? - no. Please confirm if the patient was under infused as a result of the leakage? Also confirm if there is any other patient impact? - no.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: a mz1000 product was not available for investigation of pr (B)(4); the lot number was unavailable. The feedback provided by the customer states that, "device leaking." Further information from the customer has stated that leakage was observed at the base of the connector during infusion of normal saline. The component was not disinfected prior to connection. The product was stored on storage shelves. There was no visible damage observed with the product and no patient impact as well. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.